Manufacturer narrative:
81 other - the device was not returned for further evaluation; therefore a definitive root cause could not be determined. However, the customer was advised to connect the uim (user interface module) to another vent to help diagnose whether it is the uim or the gde (gas delivery engine); if the uim functions properly, it is the gde. The customer was provided a uim part number. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned.

Event description:
The customer reported to vyaire medical that the avea ventilator uim (user interface module) became fuzzy and then black after 30 minutes of use. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.